Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was found to be eroding through the skin. It was reported that there would be a system explant procedure approximately four days later. There were no additional adverse effects reported, and the products have not been returned.